Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that during removal of the infusion site, the patient noticed that the plastic cannula of the set was kinked. The home care patient reported that the interruption in insulin therapy lead to their blood glucose levels rising to over 600 mg/dl and diabetic ketoacidosis. The home care patient reported that they tested positive for large amounts of ketones for 48 hours after the reported incident. The home care patient reported that their healthcare practitioner identified the ketone levels as dangerous and/or life threatening. The home care patient replaced the infusion set and delivered a correction bolus to resolve their high blood glucose. No further adverse effect to patient reported.